Event description:
It was reported that a bone biopsy needle fractured and broke off in the pt. The location for the biopsy was the lumbar vertebrae, l5 body. The physician was screwing the needle in, when the fracture happened. The metal part of the needle broke, the hub that goes in to the plastic or the tip. This prolonged the procedure by about 20 mins. The doctor used a hemostat to remove the tip. No pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint sample was discarded by the user facility, therefore, no sample eval could be done. This event is currently under investigation.